Manufacturer narrative:
This event was reported to the manufacturer through the sure avr registry. The site reported as cardiovascular mortality, valve related endocarditis. The manufacturer requested the internal clinical review of this event which determined as device related. Not yet returned to manufacturer.

Event description:
This event was reported to the manufacturer through the sure avr registry: a mitroflow aortic heart valve model: dla23 was implanted on (B)(6) 2014 via median-sternotomy. The valve was implanted supra-annular with non-everting suture technique. Pledget used. On (B)(6)2015, the patient died due to cardiovascular mortality. An autopsy was performed which determined the cause of death as valve related endocarditis.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not available for return, no further investigation is possible at this time. Based on the document review performed, no manufacturing deficits were identified. The patient's blood culture results identified the presence of klebsiella pneumoniae, stenotrophomonas maltophilia, and candida parapsilosis. According to internal microbiological review, these species are all typical hospital- or patient-derived infections, and are not found in livanova's manufacturing process. As such, this event is considered to be not device-related and no further investigation is required. Device not available for return.